Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported providing letter of recommendation. In the letter the dentist states, after evaluating the patient¿s case and the results following the aligner treatment, it became apparent that the initial treatment plan did not adequately account for the misalignment issues, bite correction, excessive spacing and the potential bone loss. Despite following the prescribed course of treatment, the patient¿s dental issues have not been resolved, and the patient's periodontal health is subsequently in question. It is recommended patient to immediately stop any further orthodontic treatment pending a resolution of their periodontal health.